Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, prior to use, an issue with the introcan safety 2 IV catheter was identified. An image was supplied by the reporter which revealed that the needle and catheter were broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos and sample, the cannula was observed to be bent more than two degrees from the catheter hub horn. The packaging exhibits impact marks at the bend area. This suggests that the damage may have occurred when the product was in the peel pack. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. This product is assembled on automated assembly machines equipped with 100% vision inspection system and test stations. Defective product similar as the returned sample would be detected and rejected automatically by the machine. At the packing process, operators will load assembled products into a formed cavity plastic foil. During the review, no excessive force was applied that could bend the product. A bent cannula cannot be loaded as it will be protruded and it will trigger the packing machine to stop. After loading, the product goes through the printing station and complete the sealing process. The paper foil is facing upwards, and the longitudinal cutting process is from top to bottom. Followed by vertical cutting by circular blades. If the bending occurred at this station, then the paper foil will be damaged. However, no tear at the paper foil was observed from the returned sample. Therefore, the packing process was ruled out as a reason for the reported issue. Based on the investigation, the reported issue was observed. However, an exact root cause could not be determined; the manufacturing and packing process were noted to not likely be the cause of the issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.